Manufacturer narrative:
The customer contacted carl zeiss for help with the failure investigation. The system has an optical interlock to ensure that the x-ray source is properly placed on the stereotactic frame, before x-ray irradiation can be started. A staff member from the biomedical department found that some liquid had dried on the interlock system thus preventing the interlock system from recognizing the stereotactic frame. As designed, the system sent an error message and did not allow the emission of radiation. After cleaning the stereotactic frame, the system worked again. The user manual specifically states that the complete system must be checked for cleanliness before each use.

Event description:
Pt underwent a colorectal tumor surgery. The surgery was planned to be completed with an intraoperative radiation therapy. The device had been successfully tested in advance by the physician. However, when positioned on the stereotactic frame, the system did not work. The customer states that the surgery was completed successfully without the radiation therapy.